Event description:
Complainant alleged that while attempting to defibrillate a 75-year-old male patient, the device failed to cardiovert the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device logs from 6/11/25 were reviewed. Users attempted multiple synchronized cardioversion discharges, and while no errors or malfunctions were found in the logs, the clinicians expressed dissatisfaction with the device's effectiveness. It's important to note the patient converted on the third shock. Per the american heart association (aha) guidelines, multiple shocks may be necessary to convert a patient to normal sinus rhythm. The device, ECG cable, multifunction cable (mfc), and battery were tested and no issues were found. The deviced meets specification. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.